Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump stop event that appeared consistent with electrostatic discharge (esd). The report of a bend in the driveline could not be confirmed as no images were provided and no product was returned for investigation. The controller event log file captured a driveline disconnect and pump stop on (B)(6) 2022. The event lasted approximately 5 seconds and appeared to be consistent with a pump reset due to esd. Following the event, the pump regained speed and resumed normal operation without issue. No other notable events or alarms associated with the pump were captured. The left ventricular assist device (lvad) event log file contained a pump reset on (B)(6) 2022 that appeared consistent with the stop confirmed in the controller event log file. No other notable events were observed, and the pump appeared to function as intended. Multiple attempts were made to obtain the image of the driveline; however, the no image was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm that was followed by a driveline disconnect and a pump stop. The patient did not change controllers and this self-resolved. The patient was seen in clinic and their controller was changed out for safety. The clinician verified that controller clock was set and that the backup battery was not expired. A small bend in the driveline was also noted with no exposed wires. The patient did not report any symptoms associated with these events. The event log captured the backup battery faults starting (B)(6) 2022 and then they resolved for a short time. Also noted during these ebb faults were driveline disconnect events along with pump off and one instance of low flow. This pump stop event appeared to be due to electrostatic discharge (esd).

Manufacturer narrative:
Related manufacturer report number for the controller: 2916596-2022-16079. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.